Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data from the subject device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The subject device data have been analyzed. Two programmer follow up print-outs were available for analysis. The first follow up from (B)(6) 2015 documents that the anti-tachycardia detection and therapy was active upon interrogation of the ICD at 8:00 p.m. In the same follow up, the document indicates that anti-tachycardia therapy was disabled at 8:23 p.m. At the next device interrogation on (B)(6) 2015 the anti-tachycardia detection and therapy remained disabled. There is no evidence in the programming history that there had been program changes in between these two dates. Please note that the ICD cannot deactivate anti-tachycardia therapy automatically. The deactivation process is manual and has to be explicitly executed by the user via an external programming device. Additionally, in case of ending the programmer session for the ICD with a deactivated anti-tachycardia therapy a notification window appears to warn the user that therapy is deactivated. Notably, the system automatically re-activates anti-tachycardia therapy with each modified program sent to the ICD to avoid an unintentional permanent de-activation. The available iegms revealed that the patient received anti-tachycardia pacing and shock therapy between (B)(6) 2015 due to intrinsic signals. However, there are signs of non-physiological signals in the ff-channel recorded on (B)(6) 2015, prior to the deactivation of the tachycardia detection. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the subject device data revealed no indication of a device malfunction.

Event description:
We were informed the patient died from a cardiac event during hospitalization. Device therapy was disabled prior to the event over concerns of noise.